Event description:
The customer called and reported the insulin pump was cracked on the end. Customer did not recall the device being bumped or dropped. Her blood glucose was 5.3 mmol/l. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked end cap and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.